Event description:
See uf report # 4200820000-2009-8010.

Manufacturer narrative:
It was reported that a hospital employee attempted to lower the foot of the surgical table during a patient procedure using the hand control and the table would not move. The hospital employee attempted to move the table using the auxiliary controls, however the foot would not lower. The procedure was delayed approximately 20 minutes as the patient was transferred to another operating room; however the procedure was resumed and completed successfully. No injury was reported to either the patient or the hospital staff. A steris service technician was dispatched to inspect the table after the incident, however he was unable to inspect the equipment because it was in use. The surgical table is not under steris service contract and is currently serviced and maintained by the user facility's biomedical department. The biomedical department visually inspected the table after the event and performed functional testing on both the table and the hand control and could not duplicate the incident. No damage was evidenced and all table/control functions operated properly. The hand control was replaced by the biomedical department and the table has remained in use since their inspection on (B)(6) 2009 and no further issues have been reported. On a subsequent visit to the facility, a steris service technician inspected the surgical table, which was in use, and no damage to the table was present. The incident could not be duplicated by the steris technician and all functions of the table and hand control were operating properly. Steris will offer the hospital in-service training on the proper operation of this equipment. - attachment: [1043572-2010-00002 attachment - 4200820000-2009-8010.pdf]